Manufacturer narrative:
B3: date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug via an implantable pump for non-malignant pain. It was reported that the pump was removed along with the catheter. The caller mentioned that the "therapy was not working", patient "developed cyst on his spine and had fungal infection as a result of the implantation of the device. The patient was very very sick". When asked about event date, caller mentioned "issue started spring and summer in 2025", the patient had an initial surgery to remove the cyst which "they believed was filled with medication from the pump; july and august". Agent documented information.